Manufacturer narrative:
Carestream health is still investigating this issue. A CAPA has been opened and a health risk assessment is in progress. Carestream will submit a follow up report within the required time once the investigation is completed.

Event description:
A loose screw in the drive handle of drx-revolution caused the unit to not stop when the user released the drive handle. The cart continued until it collided with an elevator door, at this time the bumper micro switches activated and caused the cart drive power to be cut. The inertia of the impact with the elevator doors caused damage to the bumper and covers of the device. There were no reported injuries as a result of this unintended movement collision.

Manufacturer narrative:
Investigation is still pending and a follow up report will be submitted once completed. This report is past the 30 day reporting period. The individual with the esg account at carestream health (csh) in (B)(6) had a computer virus on her system that impacted the ability to access the esg web portal. When this issue was discovered, csh contacted the MDR helpline on (B)(6) 2016 and reached (B)(6). Mr. (B)(6) advised to submit this MDR as soon as possible when the system issues were resolved and note this in the MDR.

Event description:
A loose screw in the drive handle of drx-revolution caused the unit to not stop when the user released the drive handle. The cart continued until it collided with an elevator door, at this time the bumper micro switches activated and caused the cart drive power to be cut. The inertia of the impact with the elevator doors caused damage to the bumper and covers of the device. There were no reported injuries as a result of this unintended movement collision.

Manufacturer narrative:
The CAPA investigation led to a reportable correction. Notification to the FDA was made on dec 29 2016 and classified as a class ii recall with the assigned recall number as - z-1138-2017. The recall has been initiated and is currently in progress in the field.

Event description:
A loose screw in the drive handle of drx-revolution caused the unit to not stop when the user released the drive handle. The cart continued until it collided with an elevator door, at this time the bumper micro switches activated and caused the cart drive power to be cut. The inertia of the impact with the elevator doors caused damage to the bumper and covers of the device. There were no reported injuries as a result of this unintended movement collision.